Manufacturer narrative:
H3: based on the available information, the revision involved in the case may have been the result of a combination of the risk factors specified in the hhe including but not limited to use error, implant positioning, and patient factors, which led to osteolysis. However, this cannot be confirmed as the devices, radiographs, and photographs were not provided.

Manufacturer narrative:
Pending investigation. D10. Concomitant medical products: serial #: (B)(4) ,category #: 150-23-00 - modular xtra small meta 23mm, serial #: (B)(4) , category #: 150-07-16 - modular straight stem 13mm x 165mm, serial #: (B)(4) , category #: 158-02-06 - 12/14 lpb m-series neck low offset +0, serial #: (B)(4) ,category #: 142-28-03 - cocr fem head 28mm +3.5 offset 12/14, serial #: (B)(4) ,category #: 120-65-20 - bone screw 6.5mm dia x 20mm long, serial #: (B)(4) , category #: 120-65-35 - bone screw 6.5mm dia x 35mm long, serial #: (B)(4) ,category #: 101-05-01 - drill bit 1 pk 3.2mm dia x 32mm lng, serial #: (B)(4) ,category #: 101-05-03 - drill bit 1 pk 4.5mm dia x 32mm lng, serial #: (B)(4) ,category #: 180-01-48 - nv crown cup clstr hole 48mm group 1, serial #: (B)(4) ,category #: 120-65-15 - bone screw 6.5mm dia x 15mm long.

Event description:
Legal case (B)(6). As reported via legal documentation, this patient is an 80 year old female with a verified right hip on (B)(6) 2013. She had a right hip revision on (B)(6) 2022, approximately 8 years and 4 months after their initial surgery. Postop diagnosis: right hip osteolysis after previous total hip arthroplasty. Revised to exactech novation xle. The patient was taken to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Serial #: (B)(4), category #: 130-28-51 - nv gxl linr, ntrl, 28mm ID, group 1 cups, serial number (B)(4) , is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k070479. Concomitants: serial #: (B)(4) , category #: 150-23-00 - modular xtra small meta 23mm, serial #: (B)(4), category #: 150-07-16 - modular straight stem 13mm x 165mm, serial #: (B)(4) , category #: 158-02-06 - 12/14 lpb m-series neck low offset +0, serial #: (B)(4) , category #: 142-28-03 - cocr fem head 28mm +3.5 offset 12/14, serial #: (B)(4) , category #: 120-65-20 - bone screw 6.5mm dia x 20mm long, serial #: (B)(4), category #: 120-65-35 - bone screw 6.5mm dia x 35mm long, serial #: (B)(4), category #: 101-05-01 - drill bit 1 pk 3.2mm dia x 32mm lng, serial #: (B)(4) , category #: 101-05-03 - drill bit 1 pk 4.5mm dia x 32mm lng, serial #: (B)(4), category #: 180-01-48 - nv crown cup clstr hole 48mm group 1, serial #: (B)(4), category #: 120-65-15 - bone screw 6.5mm dia x 15mm long.